Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.

Event description:
Customer reported a failed battery test while trying to change her battery. The customer's blood glucose was 141 mg/dl. Troubleshooting occurred for the failed battery test. The customer still received a failed battery test at the end of the troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer also reported several motor error alarms during a bolus/basal. The customer could not recall any significant events leading to the alarm and stated she was able to rewind her insulin pump. No additional information provided.